Event description:
It was reported that the bd connecta¿ plus stopcock unit packaging was found open before use. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that one package was already open before use, and dirt on the product was found in this affected package."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary our quality engineer inspected the 5 photos and the returned sample submitted for evaluation. The reported issues of package seal integrity poor / questionable and foreign matter (fm - dirt) were confirmed upon inspection and testing of the sample and photos. A gross visual inspection of the sample and photos shows that the unit is unsealed in its packaging and has some foreign material on the cap of the unit. Fourier-transform infrared spectroscopy (ftir) test was conducted to best determine the composition of the foreign material. The results of the ftir testing identified the tan-brownish foreign material as sorbitan monoastearate. After consulting with a molding engineer the fm appears to be degraded material that either occurs within the raw material processes or during the molding process. A notification of awareness has been sent to both departments to mitigate the occurrence of this type of defect. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ plus stopcock unit packaging was found open before use. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that one package was already open before use, and dirt on the product was found in this affected package."